Event description:
It was reported that the patient experienced chest pain and presented in the emergency room. An echocardiography revealed the right ventricular lead had perforated the patient. A mini thoracotomy was performed to repair the hole in the heart and the lead was repositioned in the apex. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).